Event description:
User reports failing three external proficiency survey samples and two patient samples with discrepant results for ck-mb. Survey sample were repeated twice in 2008, initially by same analyzer, and then by a different analyzer. Survey #1, initial result gave 3.5 ng/ml; repeated twice giving 2.89 and 1.69 ng/ml. Acceptable survey range = 1.19 to 2.75 ng/ml. Survey #2, initial result gave 4.6 ng/ml; repeated twice giving 4.66 and 2.64 ng/ml. Acceptable survey range = 1.99 to 3.75 ng/ml. Survey #3, initial result gave 4.9 ng/ml; repeated twice giving 4.84 and 2.71 ng/ml. Acceptable range = 2.06 to 3.90 ng/ml. On the same day - repeat testing performed on a different analyzer. Patient 1, initial result gave 3.67 ng/ml; repeat gave 2.83 ng/ml. Patient 2, initial result gave 4.89 ng/ml; repeat gave 3.47 ng/ml. Erroneous results were reported. Patients not adversely affected. The field service representative was unable to determine root cause. Performance tests were performed and within specification.